Event description:
Home health rn, states pump will run for 45 minutes then tums off. Unable to continue with infusion. Attempted to trouble shoot with the home health nurse but same issues. Recommend replacement. Unknown if product issue caused or contributed to patient or clinical injury. Unknown if actual device available for investigation. Unknown if patient has a backup device, they were able to switch to. No product lot number for pump. No further information provided. Reported to (B)(6) by health professional.